Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j employee. A review of the device history record has been completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, he prepared for surgery and noticed the staple had dislodged from the inserter. It cannot be used. There were no patient consequences. Procedure outcome is unknown. This complaint involves (1) device speedshift compression implant kit 15x20mm offset 6mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e1 h3, h6: part: se-1520-06, bme lot: bse171018. Manufacturing date or release to warehouse date: january 25, 2018. Place of manufacture: biomedical enterprises, san antonio, tx. Lot expiration date: january 02, 2023. The product was returned to us customer quality (cq) for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the speedshift compression implant kit 15x20mm offset 6mm had a broken prong of the inserter and the implant had been deployed inside the original sealed packaging. No other issues were identified. The dimensional inspection was not performed as this is a known issue and addressed. The observed condition of the speedshift compression implant kit 15x20mm offset 6mm was consistent with a design related issue. A functional test was not performed as the device was found to be broken inside the original packaging. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the speedshift compression implant kit 15x20mm offset 6mm was observed to broken and deployed inside the original packaging. Relevant actions have been taken to address the issue. No further corrective action is deemed necessary at this time. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed the following drawings reflecting the current and manufactured revisions were reviewed: speedshift(tm) implant kit. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9 h5.